Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.

Event description:
Material # unknown. Lot # unknown. It was reported by customer that when they disconnects the injector from the protector, there is a drop of residual drug on the membrane of the protector. Verbatim: when the pharmacy tech disconnects the injector from the protector, there is a drop of residual drug on the membrane of the protector. Additional information: can you please provide the material number and lot number associated with reported issue? Lot number- they do not have. Material - 515052. Can you please provide an exact date of event? No. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None. Is there a photo or sample available showing the reported issue? If yes, are you able to provide the address of the facility for us to ship the return label? No.

Manufacturer narrative:
(B)(4) follow up MDR for investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material #: unknown. Lot #: unknown. It was reported by customer that when they disconnects the injector from the protector, there is a drop of residual drug on the membrane of the protector. Verbatim: when the pharmacy tech disconnects the injector from the protector, there is a drop of residual drug on the membrane of the protector. Additional information: can you please provide the material number and lot number associated with reported issue? Lot number- they do not have; material - 515052. 2. Can you please provide an exact date of event? No. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None . 4. Is there a photo or sample available showing the reported issue? If yes, are you able to provide the address of the facility for us to ship the return label? No. Per additional rep response: ¿the droplet is on the outside of the protector membrane (p20-o). I am sure of this because I thought it might be on the inside as well so I took a alcohol wipe and wiped the top of the membrane and it came back with red on it. There was no evidence of it on the injector membrane.¿